Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: good rom, good stability, no significant laxity of ligaments, x-ray stable femoral implant and possible lucency of tibial component. Patient states fell last week while attempting to kick a ball and missed and fell onto her back causing pain throughout right leg. Slight laxity in 30 degrees of flexion mcl and lcl 90 degrees good ap stability. Nm bone scan uptake increase right tibial plateau, specific to lateral. Loose tibial component from cement mantle, mild laxity of ligament, but not overly unstable. Removed poly and locking pin, femoral implant well-fixed as well as patella component. Tibia component was subluxed forward and removed easily. No complications a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item# 141233 / item name: biomet cc cruciate tray 71mm / lot# j3341495; item# 183642 / item name: vngd ps tib brg 12x71/75mm / lot# 642800; item# 184766 / item name: series a pat std 34 3 peg / lot# 088880; item# 183106 / item name: van ps open intl fem-rt 62.5 / lot# 357760. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01075.

Event description:
It was reported by legal primary right tka performed. Subsequently it was reported right revision of total knee five (5) years later due to pain, loosening and instability. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.